Manufacturer narrative:
Although several attempts were made to obtain add'l info from the hosp, no add'l info about this event was available. Several requests for ECG strips were made, but the hosp was unable to print an ECG strip for this event. The hosp could not identify the specific clinical info ctr (cic) involved; therefore, no log files could be obtained. The biomedical engineer stated that the device was in use and that it was working appropriately with no further issues.

Event description:
It was reported that a pt went into ventricular tachycardia (vtach), and the monitor did not alarm. There was no death or serious injury associated with this event.